Manufacturer narrative:
An investigation is currently underway. Upon completion, the results will be forwarded.

Event description:
The customer states their incoming inspector found pouches with channel voids. At the time of receipt, based on available information, this condition was not considered to be reportable. However, based on a recently completed health hazard assessment it has been determined that this condition has the potential to cause serious injury and therefore will be treated as a reportable event going forward. This health hazard assessment outcome was communicated to the complaint handling unit on (b)(8) 2015.